Event description:
Event description boston scientific crm received information that this defibrillation lead dislodged. As a result the device was programmed to off until the the lead revision procedure is completed as the patient was receiving inappropriate shocks.